Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's friend reported that the patient had a hypoglycemic event in which they collapsed and fell. The cgm was displaying 139 mg/dl compared to a bg meter reading of 57 mg/dl. The paramedics were called and when they arrived, they provided the patient with orange juice. It was indicated that the patient went to urgent care to be examined from their fall. At the time of contact, the patient was still in pain and mentioned they had bruised ribs. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. However, this is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.